Event description:
Patient is deceased with cause of death noted as sepsis due to infected stent graft. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).